Event description:
The facility reported a pump with "air in the line" this problem occurred during patient use, while the patient was connected to the device. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A baxter service technician evaluated the pump. The reported condition of a pump with air in the line during patient use was not confirmed during the service evaluation. Therefore, no repairs were needed to correct the initial reported problem.